Manufacturer narrative:
Explanted components have not been returned to manufacturer therefore are not available for analysis. Review of production records has not been performed as complete information on components explanted during the revision surgery are unknown. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery was performed on (B)(6) 2026, due to wear of smr reverse liner retentive. Previous surgery is unknown as well as complete information of original implant. During the revision the pre-exiisting smr components were removed an replaced with: smr finned stem (pn1304.15.190); smr humeral body reverse (pn 1352.15.010); extension for humeral reverse body (pn 1352.15.001); smr reverse liner retentive (pn 1365.50.821); smr connector + screw (pn 1374.15.310); smr glenosphere eccentrical (pn 1376.09.041). Surgery has been completed as intended. Patient is male, date of birth (B)(6) 1965. Event occurred in the united states.